Manufacturer narrative:
The field service engineer replaced the measurement cell, pinch tubing, a sipper tube, a seal, and tubing. He performed artificial media and tsh performance testing and had acceptable results. The customer ran successful calibrations & qc on all assays. After service, no further issues were reported by the customer. The customer performed a visual inspection of the sample and did not find any abnormalities. The investigation reviewed the customer's calibration results from (B)(6) 2022 and the results were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys tsh assay results for three patients tested on a cobas e411 rack. It was reported the qc has been in acceptable range. The initial results were reported outside the laboratory. The customer questioned the low results and performed repeat testing with the samples on the same e411. On (B)(6) 2022, patient 1's initial tsh result was 0.023 uiu/ml with a data flag. The patient's repeat result was 3.47 uiu/ml. On (B)(6) 2022, patient 2's initial tsh result was 0.018 uiu/ml with a data flag. The patient's repeat results were 0.989 uiu/ml and 0.984 uiu/ml. On (B)(6) 2022, patient 3's initial tsh result was 0.017 uiu/ml with a data flag. The patient's repeat results were 0.726 uiu/ml and 0.726 uiu/ml. The customer determined the repeat results were correct. The tsh reagent lot number was 58940901 with an expiration date of 30-apr-2023.